Event description:
It was reported that the cassette with flow stop caused no disposable alarm on two (2) of three (3) pumps. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer.